Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed and it was noted that the right front corner of the heater tray was touching the cycler cabinet. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A glucose test was performed with results positive for glucose. Upon initiating a simulated treatment on the cycler, the machine alarmed with a ¿m65 scale reading error warning¿ alarm two consecutive times before treatment was completed. The cause of the alarm was due to the right front corner of the heater tray touching the cycler cabinet. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A load cell verification test was performed and the device was found to be outside of tolerance. The load cell position was adjusted and the cycler passed further load cell testing. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined related to the reported fluid leak. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient discovered a fluid leak coincident with peritoneal dialysis therapy. Immediately preceding the event, the patient was in fill one of four when they noticed they were filling slowly. Treatment was canceled and upon removing the supplies, it was discovered that fluid was present on the motor pumps in the cassette compartment of the cycler. The patient continued to re-setup using new supplies and reinitiated therapy. Once in fill one, the patient continued to fill slowly. There was nothing noted with the supplies or the setup that could have caused or contributed to the patient filling slowly. A technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. The cause of the leak was not known and the cassette was not available for evaluation. The patient was able to complete their treatment using manual supplies. The patient did not develop any symptoms or require medical intervention as a result of the issue. The patient received a replacement cycler and has been able to continue with peritoneal dialysis therapy. Additional information was requested but was unavailable.